Event description:
It was reported that the tps micro drill ran without user activation during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly is could cause or contribute to the handpiece running on its own.